Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion being treated was located in the obtuse marginal branch artery. A 2.75x12mm promus premier¿ was selected and attempts were made to advance the device through a non bsc stent placed in a tortuous circumflex (cx) artery. The stent got caught up on a previously placed non bsc stent in the cx artery and the stent could not be delivered. The device was removed from the patient and it was noted that the distal end of the stent has malformed. Attempts were made to cross the tourtous cx using and unknown manufacturer¿s stent; however the stent could not cross the cx. A 7.0x20mm quantum apex balloon catheter also failed to cross the lesion. Eventually the physician was able to treat the lesion with angioplasty using an unknown manufacturer¿s balloon catheter. There were no patient issues and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the distal end. The struts on the four most distal rows were misaligned and distorted. The investigator also observed that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion being treated was located in the obtuse marginal branch artery. A 2.75x12mm promus premier¿ was selected and attempts were made to advance the device through a non bsc stent placed in a tortuous circumflex (cx) artery. The stent got caught up on a previously placed non bsc stent in the cx artery and the stent could not be delivered. The device was removed from the patient and it was noted that the distal end of the stent has malformed. Attempts were made to cross the tortuous cx using and unknown manufacturer¿s stent; however, the stent could not cross the cx. A 7.0x20mm quantum apex balloon catheter also fai,led to cross the lesion. Eventually the physician was able to treat the lesion with angioplasty using an unknown manufacturer¿s balloon catheter. There were no patient issues and the patient¿s status is fine.